Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. A primary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to a needleless valve connector on the primary tubing set for piggyback delivery of an unspecified concentration of intravenous immunoglobulin, at an unspecified rate. It was reported that the primary solution container was lowered below the secondary solution container. It was reported that after the secondary medication delivery was started, no flow of solution was noted. The secondary tubing set was replaced and the therapy was resumed. There were no reports of adverse pt effects and no reported delays in therapy critical to the pt. No medical interventions were required. Though requested, no additional information was provided.